Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0002648920 - 2021 - 00184. Investigation incomplete.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient underwent a revision procedure due to unknown reasons. The patella and bearing were removed and replaced. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10- medical product all poly patella standard size 35 mm diameter 9.0 mm thickness item# 00597206535 lot# 62862184. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.